Event description:
Account states on 1/31/99, when removing a jackson pratt drain, the external suture was clipped and the tubing pulled on. The drain was withdrawn easily with no rsistence. Approx 1 inch of the drain came out and the remainder did not. The remaining portion could not be seen and the pt was returned to surgery on 2/1/99 for laparoscopic removal of the retained drain.